Manufacturer narrative:
During a coronary intervention, a durastar ptca balloon catheter would not deflate. The indeflator was exchanged but the balloon still would not deflate. Some transient st elevation was noted, this was resolved by pulling out the whole system and no patient injury occurred. No anomalies were noted prior to use. Inflation medium was reported as 1 part omnipaque contrast to 2 parts saline. No unusual anatomy or product handling was reported. The balloon inflated normally 3 times (2nd and 3rd inflation at 18-20atm) "until it did not go down then we pulled back and noticed it did not maintain pressure and there was burst near exchange port". A procedural cd was returned for review but thus far, it has been non- functional. One non-sterile 3.5/10mm durastar ptca balloon catheter was returned for analysis with two unknown guidewires and two medtronic indeflators. One of the guidewire was stuck in the guidewire lumen of the catheter. Kinks and bends were observed along the shaft. The outer body had burst below the transition seal, the shaft was kinked in this section. Blood residues were observed in the balloon and inflation lumen. The balloon did not show any damage. Pressurized water was injected into the catheter using an indeflator and a leak was observed below the transition seal in the area of the shaft burst. Microscopic analysis confirmed the outer body burst below the transition seal. It appears that a bubble was made in the outer body before it burst. Sem analysis indicates that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage, or any other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The deflation difficulty could not be confirmed during analysis due to the shaft burst; however, the deflation difficulty may be related to the shaft burst. Although the exact cause of the shaft burst was not determined, (B)(4) has already been opened to address outer body bursts in this product line.